Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced hyperglycemia on (B)(6) 2025 due to bent cannula. The blood glucose level was 19 mmol/l at the time of event and the patient got treated with manual insulin injection. The patient also had symptoms like thirsty, frequent urination, nausea and vomiting. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 29-dec-2025 against "lot number 6014778 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula bent (no harm). Soft cannula bent/kinked/crimped after removal - reduced flow. The review confirmed that lot 6014778 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6014778 and similar malfunction codes soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6014778 was manufactured according to the work instruction (wi) version 125 and manufactured in the line 07 on 03-aug-2025 with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03440 was manufactured according to the wi version 42 and manufactured in the gluing machine sc01, on 03-aug-2025, with a total of (B)(4) units the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: 3 samples out 3 tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: 3 samples out 3 tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014778 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.